Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogating the cardiac resynchronization therapy defibrillator (crt-d) before the implant procedure, a pop-up message indicated exposure to cold and a battery voltage of 2.96v was exhibited. The device was not used. There was no patient involvement.